Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since (B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(6) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols. Evaluation summary: the product was not returned for analysis; the lens remains implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested but not received to date. (B)(4).

Event description:
An ophthalmologist reported that following a bilateral intraocular lens implant procedure, the patient developed endophthalmitis in one eye. The event occurred more than one year ago in one eye, so he did not think it was due to the iol, therefore, he did not report the event when it occurred. The iol remains in the eye. Additional information has been requested.